Event description:
It was reported that the customer's pump battery would not charge, and attempts to resolve the issue by using different wall adapters and charging cables were unsuccessful. There was no adverse impact to the customer's blood glucose level. The customer reverted to multiple daily injections (mdi) as a backup therapy to ensure insulin delivery and arranged for a replacement pump, confirming the shipping address and instructing the customer on returning the pump with a pre-paid label.